Event description:
Caller states pt tested 1.5 inr on the coaguchek xs sys while a comparison lab returned as 2.3 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect sys and replacement was sent.